Manufacturer narrative:
The log files of the affected device were provided for investigation. Log analysis revealed that on the reported date of event a ventilator reboot was logged. The logged error codes reveal a technical deviation within the electronic system which caused a software controlled restart as a specified reaction in order to solve the deviation. In this case, the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system reset is combined with an audible and visible alarm of high priority. After termination of the restart procedure (max. 12 sec), ventilation was continued with the latest settings which was confirmed by the user. No hardware error could be found. A subsequent device test on site of the audible alarms showed no deviation, therefore it is assumed that the audible alarm was not noticed during the restart phase. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported in the user facility report: "the patient was ventilated in CPAP by the device. Due to a low-minute alarm on the patient monitor (not on the device), the nurse in the room went to the device to change the ventilation mode. The device could not be operated via the keys and the screen. Then the screen went off and the device also went off, there was no alarm sound either before or during the reboot which would have alerted the nurse in the room if the nurse did not attend. After a few seconds the device went up again and continued the ventilation. The touchscreen and buttons were functional again. The error 991440 was displayed. The device was replaced immediately. " no patient consequences reported.